Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl with high ketone levels; cause was not known. The customer removed the pump and addressed bg level with manual insulin injections. Recommendation was made to consult with a healthcare provider to discuss diabetes management.